Event description:
It was reported that the patient presented to the clinic with low r-waves. The patient had been lost to follow-up since implant. High capture threshold was also noted. Review of x-ray revealed that the slack in the lead had pulled back. The lead was successfully capped and replaced. The patient was well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.